Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) attempted to deliver a shock but received a shock fault message for a shorted lead condition. The internal cardioversion was attempted for atrial fibrillation when the fault warnings were received. Ten minutes later, the patient received shocks due to lead noise. The non-boston scientific lead was the suspected issue. Boston scientific technical services (ts) suggested the device be replaced. The device was programmed off and the physician is considering an upgrade to a new device and lead. There were no additional adverse patient effects reported. Additional information was received that this device was explanted and will be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Device memory shows the last shock impedance was 20 ohms. All episodes in memory show no therapy programmed. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.